Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the performance of a consumable deteriorated as the number of usages increase. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flushing pump ofp-2 had foot switch failure. The issue occurred during arrival acceptance. There were no reports of patient harm.

Event description:
It was reported, the flushing pump ofp-2 had foot switch failure. The issue occurred during arrival acceptance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.